Event description:
The on-off button on "flowswitch" of the cvc was broken and the closing mechanism not working. This has resulted in air intake and blood running out of the cvc. The cvc has been filled with air several times and we had to change cvc. Several attempts of trying to change cvc over guide wire without luck and several unsuccessful attempts to replace it at great discomfort to the ptt. New placement of scs has in one case led to a thrombosis and an anti-coagulation treatment as a result.

Manufacturer narrative:
The floswitch failure was due to the fractured/broken ribs on the floswitch button (at the sides of the "on/of" imprint) rendering it to detached from the floswitch housing groove during sliding during product application. The failure could be due to the button being structurally weaken after contacting with disinfectant used coupled with "on/off" application during usage. Stress cracks observed could be a result of impact or chemical attack on the material. The sliding movement during usage result in the ribs being broken as it was already weakened. This caused the button to be slid out of the rail and become detached from the housing. The root cause of the failure could not be determine, hence no further action will be taken at this moment. Future complaints would be monitored to evaluate trend for investigation.